Event description:
It was reported that the pt is experiencing pain laying down, standing, stiffness and walks with cane.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.